Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Additional information from the field representative provided rv shock impedance measurements had risen gradually. Technical services provided reprogramming recommendations and advised the patient should continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.